Event description:
The consumer reported that following an intraocular lens (iol) implant procedure, his distance vision has not improved and he will required glasses. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info. A completed questionnaire has not been received. There have been no other complaints reported in the lot number. (B)(4).